Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited fusion which induced arrhythmia. The device delivered appropriate therapy to resolve the arrhythmia. The patient condition was stable.